Event description:
CPAP type medical equipment with heated humidifiers lack, automatic safety shut-off, possibly general condition in CPAP industry. Regular heated humidifiers, -non-medical equipment-, have an automatic safety shut-off. Consequences if CPAP unit runs out of water, pt becomes unconscious, or if the unit turns over with water in it? Pt is attached directly to the CPAP equipment by a heated-humidified-air hose while sleeping and possibly tossing and turning, even greater potential for an equipment tip-over and possibility for short circuit, fire, burns, or electrocution. Because of medical/sleep issues, the pt may be even more vulnerable to catastrophic consequences in the event of a CPAP accident.